Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving a battery connected to power port 2. Analysis of data log files revealed that before and after the critical battery alarm, (B)(4) was connected to the power port 2 of the controller. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad nurse that the patient presented to the site on (B)(6) 2015 with a critical battery alarm event that had happened at home. The alarm was confirmed by log file analysis. The controller and battery were exchanged without reported patient consequences.